Event description:
It was reported that this right atrial (ra) lead with the implantable cardioverter defibrillator (ICD) exhibited high out of range pace impedances as well as noisy signals. This ICD and ra lead remain in service. No adverse patient effects were reported.